Event description:
After the insertion of the catheter and closure of the wound, the user noticed cerebrospinal fluid oozing under the skin at the back of the neck. The catheter was changed and no further leakage noted.